Event description:
A slide show was presented by a vns physician titled "experience with vagus nerve stimulation 1995 - 2013". The slide show listed complications as infection: five explanted, cardiac - one asystole, and chest infection. It was also noted that 29 deaths occurred of which 27 had the vns programmed on. It was reported that 10 deaths were epilepsy related (3 unclassified, 5 definite sudep, 2 probable sudep), 17 were not epilepsy-related and 2 were unclear if epilepsy-related. It was also noted that there were 2 patients who experienced an increase in seizures with vns therapy. One patient experienced a 50% increase and the second a 50% increase. This MFR. Report houses one of the reported five infections requiring explant. The relationship of the infection to vns is unknown. Attempts to obtain additional information will be made, but no information has been received to date. The four additional infections requiring explant were reported in MFR. Report #s: 1644487-2012-01457, 1644487-2011-01043, 1644487-2011-01059, 1644487-2014-00143. The chest infection was reported in MFR. Report #: 1644487-2011-02045. The 29 deaths were reported in MFR. Report #s: 1644487-2010-02571 1644487-2014-00147 1644487-2014-00148 1644487-2014-00149 1644487-2014-00150 1644487-2014-00151 1644487-2014-00152 1644487-2014-00153 1644487-2014-00154 1644487-2014-00155 1644487-2014-00156 1644487-2014-00157 1644487-2014-00158 1644487-2014-00159 1644487-2014-00160 1644487-2014-00161 1644487-2014-00162 1644487-2014-00163 1644487-2014-00164 1644487-2014-00165 1644487-2014-00166 1644487-2014-00167 1644487-2014-00168 1644487-2014-00169 1644487-2014-00170 1644487-2014-00171 1644487-2014-00172 1644487-2014-00173 1644487-2014-00174 the asystole was reported in MFR. Report #: 1644487-2014-00145 the two increase in seizures were reported in MFR. Report #: 1644487-2014-00190 1644487-2014-00191